Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that during a battery replacement due to normal battery depletion, high impedances were found. The ins was replaced and a pocket adapter was added to connect the extension to the ins; the health care provider (hcp) did not have any issues connecting the components. An intra-operative impedance test was performed and resulted in the following values: left - c-0 1292, c-1 1102, c-2 1265, c-3 1035, 0-1 2045, 0-2 2582, 0-3 2171, 1-2 2056, 1-3 1853, 2-3 1874; right - c-4 4224, c-5 4587, c-6 4953, c-7 4825, 4-5 2534, 4-6 4082, 4-7 4641, 5-6 2499, 5-7 3627, 6-7 2194. Post-operative impedances were also checked and resulted in the same values apart from 4-6 which decreased to 4040 ohms. Follow-up revealed that troubleshooting included the impedance checks and the surgeon wiping down the connector. It was also noted it was unknown if the high impedances were resolved and the cause of the impedances was not determined. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.